Manufacturer narrative:
The investigation is still in progress . A supplemental report will be provided after completion. Reference MFR. Reports: 1221359-2022-02174 through 1221359-2022-02176.

Event description:
The customer reported three false positive results with the ID now covid 19 were performed on various dates on a nasal pharyngeal sample. This MDR represents the first test which was performed on (B)(6) 2022. Per customer, 3 patients, the mother, father and daughter tested positive with the virus in february. The daughter came down with fever and other symptoms in april and tested positive on ID now on (B)(6) 2022.mother and father also tested positive on this day with nasal pharyngeal sample.per customer mother and father were asymptomatic. Confirmation test was performed on (B)(6) 2022 mother and daughter were tested on pcr with nasal sample and tested negative. On the same day father tested negative with saliva pcr test. Per customer, on (B)(6) 2022 all 3 patients were tested again on ID now and tested positive, and father was tested on pcr nasal pharyngeal and generated negative. No additional patient information, including treatment and outcome, was provided. No additional patient information, including treatment and outcome, was provided. This MFR. Report addresses patient two father of three.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H10: this report is being filed on an international product, list number 190-000j that has a similar product distributed in the us, list number 190-000. Reference MFR. Reports: (B)(4)through (B)(4).